Event description:
It was reported that during surgical fixation of femur (tan antegrade nail) the sureshot devices does not guide the drill accurately to the distal hole of the implant as it appear on the screen. The surgeon change to old method of using x ray to locate the distal hole of the nail.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual examination of the returned sureshot targeter indicated no obvious signs of damage. A functional evaluation of the targeter indicated that the targeting was accurate. One of the other components may have potentially been the cause. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.